Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, broken battery tube threads, stained keypad overlay, cracked case behind the pump near the battery compartment, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that there was crack on the battery side of the insulin pump. The customer¿s blood glucose level was 352 mg/dl and customer treated it with bolus. The insulin pump will be returned for analysis.